Event description:
On december 18, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the patient on december 19, 2006, to obtain/verify information. In 2006, the patient obtained a blood glucose result of "130 mg/dl" at bedtime. He took bedtime medications of "amaryl" and "actos" as prescribed. The next morning, the patient woke up and tested his blood glucose. He obtained results of "588 and 565 mg/dl." The patient did not believe his blood glucose was that high since he was asymptomatic. Typically, the patient gets burning feet when his blood glucose is really high. The patient then tested 6 more times and kept getting "hi." The patient then took an extra pill each of "amaryl" and "actos" to try and decrease his blood glucose level. An unknown time later, the patient started feeling like his blood glucose level. An unknown time later, the patient started feeling like his blood glucose was getting really low. He began to feel incoherent and had symptoms of shakiness and nervousness. The patient tried testing himself again with the reported meter and got "hi" again. The patient administered self-care by drinking orange juice which made him feel better. The patient then called lifescan for assistance. The customer care advocate (cca) discovered that the patient was using expired test strips. The patient tested himself with unexpired test strips and got results of "139 and 150mg/dl." He was using a correct technique for testing with the reported meter. The patient was using blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained high results on the reported without symptoms of hyperglycemia. He treated himself by taking extra diabetic oral medications. The patient developed symptoms of hypoglycemia and still got a "hi" result on the reported meter. The patient successfully treated his low blood glucose by drinking juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.